Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mode. The device was returned. An image was provided. Based upon the returned sample condition, the complaint investigation is confirmed for a partial deployment of the stent graft. Per the complaint comments, the physician did not use a sheath. The IFU states under "materials required for device placement" that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event; however, the definitive root cause could not be determined. Potential complications and adverse events: -delivery system specific events that could be associated with clinical complications include, but are not limited to premature deployment, inaccurate deployment, failure to deploy, high deployment forces, delivery system kinking, no visibility under deployment forces, delivery system kinking, no visibility under fluoroscopy, and inability to track to target location.

Event description:
It was reported that a stent graft was deployed approximately one millimeter and the deployment mechanism became unresponsive. The device was removed and a new stent graft was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.